Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room following inappropriate shocks delivered for right ventricular lead noise. Programming interventions were made to disable tachycardia therapy. The patient was in stable condition.

Event description:
New information received noted that the lead was capped and replaced on 12 aug 2020. The patient tolerated the procedure well.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.